Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient reported a skin irritation under the lifevest. The patient reported having a pre-existing cyst to his back which was irritated when wearing the lifevest. The patient's doctor prescribed an antibiotic for the cyst. The patient ended use of the lifevest. The patient's medical outcome is unknown.